Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was hearing the pump alarm for the past 5 days.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was radiculopathy and non-malignant pain. On (B)(6) 2016, it was reported that when the patient coupled his new ptm (personal therapy manager) today the battery status showed ¿ok¿ and the low reservoir alarm date was ¿10-jan-00.¿ when he tried to get a bolus, he saw an ¿x¿ and an 8474 (pump reset) code. The patient had been hearing a pump alarm that was consistent with a critical alarm, but he did not realize it was his pump. The patient had been experiencing ¿nasty morphine withdrawal¿ which started on (B)(6) 2016.(B)(6)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.